Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. 14pcs retentions products were checked point quality by microscope, cannula angular deviation was tested by profile projector and the leakage through clog test, there is no leakage detected, the water was flowed through the cannula tip which is meet requirement. H3 other text : see h.10.

Event description:
It was reported that the relion® pen needle leaked during use. The following information was provided by the initial reporter: "relion consumer reported insulin syringes are leaking before injection stated, needles are bent after injection stated, he is noticing the leakage near patient end".

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the relion® pen needle leaked during use. The following information was provided by the initial reporter: "relion consumer reported insulin syringes are leaking before injection stated, needles are bent after injection stated, he is noticing the leakage near patient end"